Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging the onetouch ultra is giving inaccurate high reading of 395 mg/dl compared to feeling/normal reading. This medical surveillance specialist made 3 attempts to reach the patient for more information. A letter was send to the patient, requesting a call back. This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with oral medication. The reported issue began on (B)(6) 2013 at 5 pm. The patient did not take any actions based on the reported reading. Subsequently, she was tested around 40 mg/dl at the emergency room and was hospitalized. The patient did have any symptoms and did not receive any medical intervention at the time of concern. During troubleshooting, the control solution result was within the control solution range. The test strips was in good condition and within the discard date. The unit of measurement was set accordingly. This complaint is being reported because the patient received a hypoglycemic reading of 40 mg/dl at the ER after she reportedly had inaccurate high reading on the lfs meter.